Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the fibers of the dialyzer and the machine alarmed. Estimated blood loss was less than 5cc's. The patient had no adverse effects and no medical intervention was required. Sample was discarded by the user facility; a companion sample lot number is available.

Manufacturer narrative:
The actual device was not returned to the MFR for physical evaluation, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.